Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. An x-ray was performed, and it was observed the proximal coil of this rv lead had dislodged into the subclavian vein, and the lead tip was near the valve. When the physician opened the device pocket, it was observed the lead dislodgment was caused by twiddler's syndrome. A pocket infection was also observed, so the physician elected to explant the entire system. There were no additional patient effects reported.

Manufacturer narrative:
This rv lead was disposed of at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.